Event description:
Related manufacturer reference number (B)(6). New information noted during the explant of the right ventricular lead, the pacemaker exhibited decreased pacing impedance during testing. The pacemaker was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were inadequate capture threshold, low pacing lead impedance, and insulation damage. As received, a partial lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual inspection found the inner and outer insulation cut/damaged in multiple locations of the partial lead consistent with procedural damage. The reported events of inadequate capture threshold and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Internal short was found between conductors on both pieces due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a decrease in pacing impedance and a rising capture threshold. During replacement surgery, the right ventricular lead was found to have insulation damage. The right ventricular lead was explanted and replaced. There were no patient consequences.